Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-46-10 - holding pin headless 3" (4 pk).

Event description:
It was reported that a patient, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 6 years 4 months post the initial procedure. It was a complete revision to a competitor¿s devices. Significant wear and osteolysis was reported. No issues with the surgery were reported. No explants are available for analysis. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported is likely the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.